Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. (B)(4) at this time, the suspect device has not been received by carefusion.

Event description:
The customer reported while using the avea ventilator; the unit gives high fio2 (fraction of inspired oxygen) alarms. The customer tested the unit with an external o2 (oxygen) analyzer and reported a deviation between the setting and the actual reading on the analyzer. The customer reported the issue occurred during patient use. The customer reported the patient was placed on alternative ventilation, and no allegation of patient harm is associated with the event.